Event description:
It was reported the customer had air bubbles in their reservoir. The customer's blood glucose was 359 mg/dl. The customer also stated their air bubbles were smaller than champagne bubbles. The customer was assisted with clearing the air bubbles. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).